Event description:
It was reported that the customer received lost sensor alarms on the insulin pump. Customer's blood glucose was 131 mg/dl. Troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected an opened/used sensor and found the cannula was broken and missing the broken part.